Event description:
Plaintiff reports initial bilateral implantation 3/31/79 with explant 6/22/94. Plaintiff alleges various illnesses including, but not limited to rash, fever, chills, joint pain, and chronic fatigue.